Event description:
The customer reported to baxter about the continu-flo set-primary drug admin. Set in which the set was blocked. The incident happened before use, therefore, no patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample to the plant for evaluation. The unit was tested under water for blockage using 0.56 bar of air pressure, this evaluation does not confirm any functionality issue; no blockage was observed, the gravity test is conforming. Therefore, no assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.